Event description:
On (B)(6) 2011, the dental assistant reported the device broke during a procedure. It was not in the pt's mouth at the time. She felt there was the potential for harm as the piece could have broken off in the pt's mouth and there was no protective device in place.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.